Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report an inaccurate cgm reading on (B)(6) 2013. The patient claimed that the cgm was reading consistently lower than blood glucose meter and reported the following discrepancy: cgm reading 65 mg/dl and blood glucose meter reading at 100 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.